Event description:
It was reported that in-stent restenosis occurred. At another hospital, an unknown type ¿taxus¿ drug eluting stent and a non-bsc stent were deployed in the right coronary artery (rca). ¿many¿ years later in-stent restenosis occurred. The physician was able to wire and dilate the lesion with a balloon. A non-bsc stent was selected for use and advanced but failed to cross the lesion. Subsequently, a promus premier¿ drug eluting stent was advanced but also failed to cross the lesion. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).